Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes the tube had a low draw. There was no reported patient impact. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube has low draw issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes the tube had a low draw. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the tube has low draw issue.